Manufacturer narrative:
Device codes: 2920 labeled 2921 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following is additional information. When advancing the first proglide device there was some resistance and the proglide device could not be advanced into the vessel. The guide wire of the second proglide device was pulled and further advancement met some resistance and could not be advanced into the vessel. Both broken proglide devices at the intersection between the metallic trocar portion and the flexible silastic distal end, caused deployment of the footplate without the ability to retract the footplate of both proglide devices because of the disconnection between the mechanisms due to the break in the mid shaft of the proglide devices. Additionally, manual pressure was held until vascular surgery arrived to remove the second proglide device. No additional information was provided.

Manufacturer narrative:
Patient codes: device codes: internal file number - (B)(4). H2 correction: g1 reg#

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via 6fr sheath after a diagnostic procedure. Reportedly, the first proglide device was placed; however, when attempting to remove the proglide device it "came apart" in the artery. The device was manipulated and the whole proglide device was removed from the artery. When attempting to advance the second proglide device, it appeared to be stuck. An attempt was made to advance and withdrawal the proglide device, but was unsuccessful. The guide broke where the black and silver parts meet. A cut down was performed to remove the broken part of the guide from the patient anatomy. The artery was surgically sutured closed to achieve hemostasis. Two weeks post procedure, the patient is experiencing pain (electrical sensation) down the leg to the foot. The patient is being treated with antibiotics. The patient is experiencing "pins and needles" sensation in their testicles and a discharge from the access site was noticed. The physician has recommended physical therapy for the patient. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.